Event description:
It was reported that during an unspecified procedure, burr removal difficulties were encountered and a dissection occurred. The lesion being treated was located in the calcified mid left anterior descending artery (lad). Initially, the physician attempted to advance a 2.5 x 15mm apex balloon however, it would not cross the lesion. Then, the 1.5mm rotalink plus burr was advanced through a proximal lesion to the mid lad where the distal lesion was located. Following successful treatment of the distal lesion, the physician was trying to remove the 1.5mm rotalink plus burr back and it became stuck on the proximal lesion, approx. 20mm proximal to the distal lesion. The physician advanced the burr forward and it became stuck again during removal. The physician exchanged the advancer, however he then needed to use force to pull the burr through the proximal lesion to remove it. A dissection was noted at the proximal lesion, which was treated with an unspecified stent. The patient had no symptoms during the removal attempts or treatment of the dissection. No further patient complications were reported, and patient status was reported as 'okay'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.